Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving heparin with concentration 1250 units/ml at a dose rate of 1250 units/day via an implantable pump for cancer chemotherapy. It was reported that they suspected a flipped pump regarding refill difficulties, telemetry problems, and pocket changes. On (B)(6) 2019 the patient went in for a refill and the nurse noticed there was swelling over the pocket and they had trouble communicating with the pump. The physician decided to bring the patient into the operating room (or) to drain the pocket. They drained 500 ml of fluid in the pocket. On (B)(6) 2019 they went in to do a routine catheter access port (cap) access and were not able to access it. They wanted lateral fluoroscopy images to reference if the pump was flipped or not. They were doing imaging on (B)(6) 2019 to see if the pump was flipped or not. The company representative was in the implant case and confirmed the pump was sutured. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated it was confirmed that the pump was not flipped. There was difficulty accessing the pump due to the fluid accumulation and swelling around the pump. The physician drained another 300ml of fluid prior to accessing the cap to perform a dye study on (B)(6) 2019. The physician believed this was a patient issue. The hcp reported that due to the patient's illness, the patient may continue to accumulate fluid around the pump in the future. It was further reported x-rays were obtained and reviewed by the physician. The physician determined that the pump was not flipped from the images. It was believed that all issues were due to fluid accumulation. Actions/interventions taken to resolve the event included the hcp drained the pump pocket on (B)(6) 2019. The pump remained implanted and the pump was refilled on (B)(6) 2019 with no issues after the fluid was drained from the pump pocket. The patient was asked their weight at the time of the event and the patient reported they were "unsure." No further complications were reported/anticipated or expected.